Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the calcified artery causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the calcified popliteal artery with 80% stenosis. The armada 35 percutaneous transluminal angiogplasty (pta) catheter ruptured at 6 atmospheres. A new balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.